Manufacturer narrative:
Analysis of the pump motor found feed thru anomaly; a shorting across the insulator. Conclusion no longer applies.

Event description:
It was reported that a motor stall occurred with no recovery noted. The manufacture representative got a call from the physician stating that the patient had an error code on the personal therapy manager of "8476" and was in the emergency room (ER). It was noted that the event occurred on (B)(6) 2015. The patient had flu like symptoms including nausea and pain. The pump system was explanted on (B)(6) 2015. The patient's status at the time of report was "alive-no injury." The pump system was delivering hydromorphone and bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).